Event description:
As technician was in the process of putting the acoustic headphones on the patient, the headphones snapped in two pieces right in the patient's face. One of the broken pieces touched the area just to the left of her left eye. The skin was not broken but the patient was visibly upset.====================== health professional's impression======================the technician stated that this happens frequently and is probably due to cheap plastic.